Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The subject pacemaker was implanted on (B)(6) 2013 without problems. Basic rate was set to 80 min-1 and proper pacing was confirmed. When the pacemaker was interrogated at post-implant check, a message related to "standby mode" was displayed. Pacing was observed at 70 min-1 on external ECG monitor. Since the interrogation was longer than expected, the physician removed the programming head from the pacemaker in order to terminate the communication. The pacemaker ws re-interrogated, and re-initialization was completed in approximately 2 minutes. Parameters after re-initialization were shipped settings. Lead impedance was displayed as >3000ohms. Parameters were re-programmed and the pacemaker was checked. Normal threshold and impedance were obtained. The pacemaker was interrogated again, and there ws no anomaly found at this time.